Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy tested in spec. Device was sent for preventive maintenance

Event description:
As reported by the user facility: issue is the total volume delivered to the patient did not match the number on the pump.